Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected check settings alarm was noted. The pump had broken reservoir tube lip, cracked battery tube threads and cracked display window corner.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer treated the high readings with a shot. The customer then stated that her blood sugars were over 300 mg/dl this morning. The customer stated that she used a different vial of insulin and it might be the reason why she is running higher than normal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.